Event description:
It was reported that the device needed service. During the device's evaluation, ventec downloaded its electronic records (system logs) for analysis where it was observed that the device had provided lower than expected exhaled tidal volume (vte) levels. There were no reports of patient use associated with the reported issue.

Manufacturer narrative:
H6: upon receipt of the device, ventec downloaded its electronic records (system logs) for analysis where it was observed that the device had provided lower than expected exhaled tidal volume (vte) levels. Ventec replaced the internal flow transducer (ift) to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined the cause of the reported issue to be the ift.